Event description:
It was reported that during routine device change out, there was noise seen on the right ventricular (rv) lead. The pace/sense portion of the lead was capped with the high voltage coils remaining in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-45 lead, implanted: (B)(6) 1998; 4193-78 lead, implanted: (B)(6) 2006. (B)(4).